Manufacturer narrative:
As reported, sheath entry failed due to a split sealant sleeve of a 5f mynx control vascular closure device (vcd). There was no reported patient injury. The mynx vcd was used in a diagnostic procedure utilizing a retrograde approach. The deployer was mynx certified. Femoral artery suitability was confirmed via angiography, including verification of a 30¿45-degree insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be =5 mm, with moderate vessel tortuosity and little presence of peripheral vascular disease (pvd) or calcium near the puncture site. Hemostasis was achieved via manual compression, lasting less than 30 minutes. The device was stored and prepared according to the instructions for use (IFU). Device damage was noted during insertion into the sheath. The device was removed from the packaging following the IFU, and no excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was partially exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The dimension was obtained using a calibrated ruler. However, a dimensional analysis of the slit length could not be performed due to the frayed/split/torn condition of the sealant sleeves. A high-magnification microscopic evaluation was performed to assess the sealant sleeves. During this analysis, the presence of frayed/split/torn conditions and partial exposure of the sealant were confirmed, consistent with the findings observed during the visual inspection. A simulated deployment test evaluation was performed to ensure functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling in a distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per device IFU could not be completed, as the csi was not returned for this evaluation. Furthermore, the attempt to perform the insertion/withdrawal test using a laboratory sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, sheath entry failed due to a split sealant sleeve of a 5f mynx control vascular closure device (vcd). There was no reported patient injury. The mynx vcd was used in a diagnostic procedure utilizing a retrograde approach. The deployer was mynx certified. Femoral artery suitability was confirmed via angiography, including verification of a 30¿45-degree insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be =5 mm, with moderate vessel tortuosity and little presence of pvd or calcium near the puncture site. Hemostasis was achieved via manual compression, lasting less than 30 minutes. The device was stored and prepared according to the IFU. Device damage was noted during insertion into the sheath. The device was removed from the packaging following the IFU, and no excess force was applied during insertion. The device will be returned for evaluation. Addendum: the sealant was partially exposed on from the sealant sleeves on product evaluation.